Event description:
Reportedly, the instrument's jaws would not release from the tissue after firing. Therefore, the surgeon had to open another instrument to transect the tissue and release the first instrument to comnplete the case. Procedure: lap gastric bypass. Pt status: satisfactory.